Event description:
It was reported that three years ago dilaudid was injected into the body tissue rather than the reservoir. During a refill, a pocket fill occurred as there was difficulty accessing the center port. When the needle was put into the port the patient stated ¿ I had 5 cc reserve.¿ the physician ¿went in twice and the syringe came out dry twice.¿ the patient also mentioned that he ¿always have a reserve (prior to refill).¿ the drug was injected and within 3-4 minutes the patient knew something was wrong. The physician stated they had injected the drug into the reservoir. The patient, however, was taken to the emergency room and then hospitalized. The patient was in the hospital for three days with detox twice. Reportedly, a representative was present when the pocket fill happened. As a result of the pocket fill, the patient spoke to another physician about gradually decreased the drug in the pump. This was done gradually over a two year period until the patient did not need the medicine anymore and approximately ten months ago it was filled with saline. The pump was explanted on (B)(6) 2015 by yet a third physician. Initially, the patient was to keep saline in the pump until (B)(6) 2015 and was to have a refill in (B)(6). The patient had not informed his physician that the pump was now explanted. Additional information was requested to clarify event details. No further information had been received from the alleged physician involved with the refill as it was reported the physician had not seen the patient in years. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).